Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation, a 3.00 x 20 mm synergy¿ drug-eluting stent was selected to treat the lesion. After the device was removed from the hoop, the protective sheath was removed and the stent was detached together with the protective sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 20mm stent delivery system was not returned for analysis and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found the stent was detached from the sds which was not returned. The stent was severely damaged and stretched. A stent protector was returned with the stent, the inner diameter was measured and is within measurement. As the stent was damaged the crimped stent profile could not be measured however, 100% in process inspection is carried out and any defective unit identified is scrapped accordingly from the catheter batch. Therefore this device would have been scrapped if the maximum crimped stent profile measurement was outside specification. Based on the stent protector profile being within specification and 100% in process inspection is carried out, there is no issues to note with the interaction between the two components. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation, a 3.00x20mm synergy¿ drug-eluting stent was selected to treat the lesion. After the device was removed from the hoop, the protective sheath was removed and the stent was detached together with the protective sheath. The procedure was completed with another of the same device. No patient complications were reported.